Event description:
A newly admitted patient to adult psychiatry approached the nurses' station and reported that the pillow provided to him by staff was causing a sharp poking sensation on his face. The pillow had been newly issued, removed directly from a sealed plastic bag, and given to the patient upon admission. The patient returned the pillow to staff and stated that something sharp was inside it. Nursing staff, along with unit security, inspected the pillow at the nurse's station. With staff present, the pillow was carefully opened, and a sharp object was found inside the pillow. The pillow with the sharp object was removed and secured immediately. No injury to the patient was noted or reported at the time of event.